Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cable cord and wiring were damaged, motor and control were faulty (liquid damage), hose was worn and coupling lock was defective. It was further determined that the diffuser speed displayed 4700, effective speed displayed 93541 and the handpiece overheated. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that motor device had damanged component - cable/cord/wiring. It was noted in the service order that the device motor and controller were faulty (liquid damage), hose was worn and the coupling lock was defective. It was further determined noted that the diffuser speed displayed "47000", effective speed displayed "93541" and the handpiece overheated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.